Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown and treatment information was not reported. On an unreported date, the patient was hospitalized for the event. Peritoneal dialysis therapy was temporarily discontinued and the patient was transferred to hemodialysis. At the time of this report, the recovery status of the patient was unknown. Additional information is not available at this time.